Event description:
Additional information received from the consumer reported that the patient never had therapeutic effect for fecal incontinence since implant on (B)(6) 2016. The patient had tried all 4 programs. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The stimulation issue was not related to positional movement. The patient¿s health care provider (hcp) recommended calling the manufacturer representative and having them come and program it. The hcp wanted the patient to turn their device off for 2 weeks to see if their nerves just got used to stimulation and that was why they weren¿t getting a good benefit.

Event description:
The consumer and manufacturer representative reported that the patient increased stimulation until painful on (B)(6) 2016. The patient decreased stimulation, but couldn¿t feel stimulation. The patient experienced a loss or change of therapy. The patient¿s therapy was working on (B)(6) 2016, but the patient¿s symptoms had returned on (B)(6) 2016 and they were scared to leave the house. The patient¿s urgency was at a 5. The patient was set at 3.9v and stimulation was on. The patient increased and was able to feel a little tingle at 4.4v on program 1. The patient increased stimulation to 4.6v, but could not feel stimulation. The patient moved stimulation back down to 4.4v, but could no longer feel any tingling. The indication for use for this patient was gastrointestinal/pelvic floor. The manufacturer representative further reported that the patient had turned the testing system off and it was back on now and the patient had symptom relief. Since the incident the patient had been implanted with the full system. The patient was implanted with their full system on (B)(6) 2016 and information reasonably suggests the patient¿s loss of therapy and not feeling stimulation involved their full implanted system. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstance that led to the patient's loss of therapy and constipation was that the patient requested a change to the programming because it was too strong and they had level 5 in urinary output.

Event description:
Additional information received from the consumer reported that the patient had a loss of therapy in urinary symptoms and constipation in (B)(6) 2016. The patient had a return of urgency, was unable to have a bowel movement, and even had to dig out bowel. Sometimes the patient's stool was soft and sometimes it was hard. Stimulation was controlling the patient's urgency and sometimes the urgency came back and the patient wasn't able to make it to the bathroom. When the patient changed programs, they felt a small slight electrical shock. The patient was on program 4 at 8.5v on (B)(6) 2016 and stimulation was currently on. The patient was able to move to program 1 and increased to 4.2v. This was comfortable sitting, standing, and walking and the patient would leave it on this setting. The patient felt stimulation on (B)(6) 2016, but did not feel stimulation on (B)(6) 2016 due to a sudden change in stimulation. The patient had tried 3 of 4 programs and increased stimulation all the way up to (B)(4) and had seen some improvement, but not (B)(4) percent. The patient kept a very detailed voiding diary of everything they had tried. The patient was at the maximum level on program 4 and made the change to program 1. The patient initially ended up at 5.3v on program 1 and that worked well for 2 days. The first day worked, but then the patient got pain around that area where the device was located and had some other pain. The patient lowered it around 4.0v, but after a while put it back up because it was effective at 5.3v. The patient didn't have any pain from that at 5.2v from (B)(6) 2016 to (B)(6) 2016 was at 5.2v and thought that should work. The patient had problems with the bowels almost like diarrhea at 5.2v and it had gotten to the point where it was hurting to use the bathroom. On program 2 the patient had pain in the rectum area about 2 to 3 weeks prior to (B)(6) 2016. The patient felt a slight bit of discomfort and it kept going and the next day was worse. The patient didn't know when the pain over the implant started. The patient felt a slight achy sensation on (B)(6) 2016. The patient set it on program 1 at 5.3v and their body functioned great, but the pain in the right hip started to get worse. The patient was in tears so they changed it. Ever since then the patient hadn't found a program that worked for their bowels and bladder and didn't cause such pain over the device. The patient was forced to change it and hadn't found 1 that had helped as well. The patient couldn't ever feel stimulation on program 4 and raised it to 8.5v, but their bowels wouldn't move. The patient was not receiving therapeutic relief from their implant, so they followed-up with their managing health care provider (hcp) to be reprogrammed on (B)(6) 2016. The hcp combined programs 1 and 2 together and had the patient's settings at program 2 at 4.2v. When the patient got home after the appointment, they felt a lot of pain in their hip when they went to bed. The patient got up and took some aleve and lowered stimulation to 4.0v and the pain resolved. The patient had bowel issues after being reprogrammed. When the patient's spouse went to bed on (B)(6) 2016 they felt the electricity coming from the patient. The electricity was really strong that they started to experience pain. The patient was sound asleep and didn't feel any pain.

Event description:
Additional information received from the consumer reported there was a problem with patient implant. They went to hcp office a day prior to this call and were told there was a problem with the ¿electrical charges¿. They turned the intensity up and patient did not feel any stimulation. It was indicated that patient did not have time to make to the bathroom for several weeks and patient said since she had the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient had a loss or change of therapy. It was reported that the patient has been implanted for a year and since implant they will get benefit for a couple of days with bladder and bowel and then symptoms will return. The patient went back to program 1 a few days ago and has not been getting results. The patient reported frequent and urgent urination and bladder and bowel accidents. The patient reported that on program 3 at 5.7v, they felt electrical impulses in their mouth the past few weeks. The patient moved stimulation down to 3.9v on program 3 and did not feel the stimulation in their mouth. The patient reported they have an appointment with their doctor during the week of the report. It was recommended the patient discuss their symptoms with their doctor. It was suggested the patient talk with the doctor about turning therapy off for a period of time to get an idea of how much benefit the patient is getting for both bladder and bowel symptoms.

Event description:
Additional information received as patient consulted the doctor's assistance and scheduled appointment with doctor. X-ray was taken and follow-up appointment was taken on (B)(6). Patient did not know the reason of having electrical charges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.